Event description:
Clinician was conducting ultrasound treatment on the shoulder area, ant. Shoulder bi-grv area. Pt suffers from tendonitis. The tendonitis is a result of a recent accident injury. The treatment parameters was set to time- 7 minutes, frequency = 1mhz, output power = 1 watt per cm squared, and continuous duty cycle. The clinician was conducting the treatment when the pt complained of pain in the area of treatment. The clinician reduced the power, resultant power level not provided by clinician. The pt was agreeable to the new setting. The clinician completed the treatment.

Manufacturer narrative:
Awaiting return and eval of the unit.